Event description:
It was reported that patient had left hip revision surgery after falling and fracturing femur. Stem, liner, and head were revised.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Event description:
It was reported that patient had left hip revsion surgery after falling and fracturing femur. Stem, liner, and head were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.